Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon removal of this occlusion fogarty catheter used for aortic artery obstruction in a maastricht 3 multi-organ procedure due to the resumption of cardiac and respiratory activity, it was found the balloon did not remain inflated because there was a crack in the balloon inflation lumen. Then, the device was removed from the patient, and the multi-organ harvesting procedure was interrupted: two kidneys, one liver, and the corneas were to be harvested. Only the corneas could be harvested. The organs not harvested were intended for three different patients awaiting transplant. Before the device was withdrawn, the balloon had been checked, and blood was aspirated from the balloon inflation lumen. Also, prior to use in the patient, the catheter had been tested by the instrumentalist and the surgeon, and no leaks were found. After product insertion, a second check with was performed, and the balloon shape was found to be strange, but the decision was made to continue with the procedure. Patient demographics were not provided.

Manufacturer narrative:
Added information to section d9, h6 (type of investigation). Updated section h6 (component code). H6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "balloon did not remain inflated" was confirmed. As received, balloon latex was intact. However, balloon could not maintain its inflation due to a puncture at approximately 52cm from distal tip. No other visible damage was observed from returned unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls to detect the failure mode being evaluated are established in the manufacturing process. As part of the manufacturing process the unit go through a visual and final inspection.